Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Event description:
It was reported that the pump ¿housing is damaged. The damage interferes with the ability to load a cartridge into pump. Cartridges do not seat well¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
Updated b5, component code